Event description:
The customer reported during shift check, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message. Upon follow up, the customer was able to clear the ua45 using the provided troubleshooting instructions. No patient involvement.

Manufacturer narrative:
The autopulse platform (sn (B)(6)) involved in the reported complaint will not be returned for evaluation because the customer was able to clear the user advisory (ua) 45 (not at "home" position after power-on/restart) error message using the provided troubleshooting instructions. The root cause for the ua45 error was due to the driveshaft not being at "home position". Therefore, service was not required to be performed by zoll. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.